Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle posterior pelvic floor repair kit to treat the patient's cystocele and urinary incontinence, the patient experienced serious bodily injuries including pain, infection, erosion of her internal tissue and dyspareunia (date/s of onset unknown). It is unknown if there was any medical intervention for these conditions. All other information, including the patient's current condition, is unknown.